Manufacturer narrative:
(B)(4). Date sent: 3/2/2026. D4: batch # 364d81. Investigation summary: the product was returned to ethicon endo-surgery for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the gcs40g device was received with the handle shroud partially opened and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. In addition, the device was disassembled in order to verify the condition of the internal components and insufficient weld was noted in the edge of the handle shroud and the shroud posts were noted damaged. The event described could not be confirmed as the device performed and fired without any difficulties noted. The condition of the insufficient handle weld, has been potentially correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Device history review: a manufacturing record evaluation was performed for the finished device batch number 364d81, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device cut? If the device cut/fired, was the cut line complete? Did the device staple? If the device stapled/fired, was the staple line complete? If the device was stapled, was the shape of the staples (b-formation, irregular, unformed)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk procedure, the doctor used the stapler once and then it stopped working. According to the team, he pressed the trigger, but it didn't staple, requiring the material to be opened again. No patient consequences were reported.